Manufacturer narrative:
(B)(4). Additional information: did the clips fall off the tissue and fall into the patient? No. If so how were the clips retrieved? Not necessary. Which firing of the device did this event occur on? This occurred on the first following pre-loading by the scrub nurse. It also occurred on the second third and fourth firing. What vessel or structure was the device fired on at the time of the event? Cystic duct and artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Not according to the surgeon. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated that when fired the staples were not forming correctly or consistently on the vessels. This meant the surgeon was required to remove them. He stated that upon firing a third time two clips came out of the gun meaning he had to again remove both clips as neither formed correctly. No patient consequences reported.